Manufacturer narrative:
(B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "swelling", "discomfort", "pain", and "inflammatory nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿ with lidocaine in ck3, and ck4, and with juvéderm® voluma¿ with lidocaine in the zygoma. 1 month later, patient complained of swelling and "discomfort" in ck4 on both sides. Swelling was "recurrent". "Large swelling and pain on 4th episode of swelling" - event is being treated as "delayed onset inflammatory nodules". Patient treated with doxycycline 100mg twice a day for 14 days. Upon review of the patient, "nodule to left side still present, continue doxycycline 100mg twice a day for 28 days, add clarithromycin 500mg twice a day for 28 days". As of 3 weeks from the start of treatment, patient continues to have a nodule on left side ck 4, "it is not inflamed". Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00055 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® volift¿ with lidocaine.